Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was problems with cuvette manufacturing. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.

Event description:
A falsely elevated troponin I result of 25.34 ng/ml was obtained on a patient sample. The result was reported to the physician who questioned the results. A sequential sample was drawn and a result of 0.02 ng/ml was obtained. The original sample was repeated and a result of 0.08 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was problems with cuvette manufacturing.